Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adp luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak from their safe lock adp luer lock connector and baxter solution bag during their pd treatment. It was reported that the connection was not secure. The cycler alarmed with an air detected cassette alarm during dwell 4 of 4 due to the leak. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not develop any symptoms, injury, adverse event or require medical intervention as a result of the reported event. The patient is trained on manuals and stat drains, and was able to complete treatment by using a fresenius solution bag instead of the baxter icodextrin bag. The connector is not available to be returned to the manufacturer because it was discarded.